Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while connected to a power source using a non tandem usb cable and wall adapter. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose was approximately 400 mg/dl. The customer continued using the pump for insulin therapy.